Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed with all components in appropriate post clip-deployment position with the exception that one garage leaf and one pusher finger which were vertically bent upward which could contribute to the reported difficult device removal. However, there was no indication that the access ports were utilized to facilitate the device removal as reported. Based on the investigation findings, the probable root cause for the bent garage leaves and pusher finger is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves and pusher fingers to become disrupted and bent. Subsequently, this could interfere with the sheath splitting process and device removal. However, the sheath was returned fully slit. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment (click 4), the device was reported to be stuck and difficult to remove. The access ports were used, but the device could not be removed. The physician forcefully removed the device from the anatomy. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.